Event description:
It was reported that during patient use, the screen on a ventilator went black. The patient was then transferred to another device. There was no report of harm to the patient. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) replaced the graphic user interface (gui) print circuit board assembly (pcba). The device then passed all testing.